Event description:
The customer was reporting hospitalization due to diabetic ketoacidosis. The blood glucose at the time of the hospitalization was 500 mg/dl and the customer was treated. The customer declined troubleshooting. The blood glucose at the time of the phone call was 159 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.